Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 10. Details of surgery: primary stability not achieved, ridge augmentation and immediate extraction site. On (B)(6) 2026, non-osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. There were no reported patient injuries or complications.